Event description:
Consumer called the ambulance after having a hypoglycemic reaction. Was having high readings, adjust the pump and family member found her unresponsive and lying on the floor. Thinks the meter is not reading accurately.